Event description:
The pt reported blood glucose values of 300 mg/dl to 400mg/dl with nausea and vomiting. He noted that the piston rod stopped short during load step and alleged that the pump is not delivering insulin correctly due to this observed pump behavior.

Manufacturer narrative:
The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The prime phase operated correctly - the piston rod moved normally and did not stop early. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.